Event description:
It was reported that since the device change, the right ventricular (rv) lead was exhibiting oversensing and increased thresholds. It was also reported that the atrial lead showed high thresholds compared to previous follow-up, that this has been observed intermittently on trends for the past approximately 13 months, and that the threshold has been consistently high for the past 3 months. It was also reported that impedance on the atrial lead has risen from around 500 ohms to around 800 ohms over the same approximately 13 month timeframe. The physician reprogrammed to avoid pacing in the atrium, and continues to monitor the lead thresholds. The leads remains in use. It was further reported that reported that the rv lead impedance has gradually risen and is now at ~1400 ohms; the sensing is between 2.0 and 4.0mv with high thresholds noted. The rv lead will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that since the device change, the right ventricular (rv) lead was exhibiting oversensing and increased thresholds. It was also reported that the atrial lead showed high thresholds compared to previous follow-up, that this has been observed intermittently on trends for the past approximately 13 months, and that the threshold has been consistently high for the past 3 months. It was also reported that impedance on the atrial lead has risen from around 500 ohms to around 800 ohms over the same approximately 13 month timeframe. The physician reprogrammed to avoid pacing in the atrium, and continues to monitor the lead thresholds. The leads remains in use. No patient complications have been reported as a resut of this event.